Manufacturer narrative:
Initial reporter information unk at this time. A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that when a physician reviews the studies, they are being split into two studies automatically. When the studies are closed and reopened, they appear as one study and not split. There was no reported pt injury associated with this event.